Event description:
It was reported that the patient developed an infection at the pocket site following an implant procedure. Symptom of oozing at the site was noted. The physician believed that the infection was not device or procedure related. The patient was placed on antibiotics and underwent an explant procedure. The explanted device components were kept by the facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred one week after surgery. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7080442/7080492.